Manufacturer narrative:
H6: updated health effect. . H6: updated investigation finding h6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2007 through (B)(6), 2014 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. ¿ medical records from (B)(6), 2009 through (B)(6), 2013 were not provided. Patient information: medical history: ¿ (B)(6) 2013: small bowel obstruction due to adhesive bands with internal hernia surgical procedures: ¿ unknown date: vertical-banded gastroplasty [vbg] ¿ unknown date: abdominal wall hernia, with failed repair, required complex abdominal wall reconstruction ¿ unknown dates: 3 cesarean sections ¿ (B)(6) 2007: laparoscopic repair of multiple incisional hernias. Adhesions. Implant: gore® dualmesh® plus biomaterial x2. ¿ (B)(6) 2008: ectopic pregnancy, suture closure of hernia mesh ¿ (B)(6) 2009: wound exploration, incision and drainage, debridement of nonhealing surgical abdominal wound with sinus tract ¿ (B)(6) 2009: removal of infected ptfe mesh and complex abdominal wall closure with component separation and placement of biological prosthetic mesh. Explant infected gore-tex mesh. Implant: strattice mesh. ¿ (B)(6) 2012: excision and layered closure of abdominal epidermal inclusion cyst ¿ (B)(6) 2013: exploratory laparotomy, lysis of adhesions, incidental appendectomy, esophagogastroduodenoscopy with gastric lavage and placement of nasogastric drainage tube. ¿ (B)(6) 2014: repeat low transverse cesarean section, bilateral tubal ligation ¿ (B)(6) 2014: panniculectomy with umbilical transposition, ventral hernia repair with mesh. Implant: phasix mesh. Implant #1 and #2 preoperative complaints: ¿ (B)(6) 2007: indications: ¿37-year-old woman with a previous upper midline incision for a gastric stapling procedure and a previous pfannenstiel incision. She presents with hernias through these incisions as well as the umbilicus, was taken to the operating room for a laparoscopic repair.¿ implant #1 and #2 procedure: laparoscopic repair of multiple incisional hernias. [Implant #1: gore® dualmesh® plus biomaterial, 1dlmcp08/05152139, 26cm x 34cm x 1mm thick, oval; implant #2: gore® dualmesh® plus biomaterial, 1dlmcp06/05160891, 18cm x 24cm x 1mm thick.] Implant #1 and #2 date: (B)(6), 2007 ¿ wound classification: unknown ¿ findings: ¿her upper abdominal incision resulted in a swiss cheese-type defect with multiple hernias starting at the length of the incision right up to the xiphoid process. She had a moderate sized umbilical hernia. The majority of the posterior portion of the pfannenstiel incision contains defects between the rectus muscles right down to the pubis. The entire abdominal wall was reinforced with a 34 x 20 cm gore dualmesh plus sheet which was trimmed to 34 x 21 cm. This was not sufficient to cover the entire abdominal wall and a second sheet of mesh, 15 x 15 cm gore dualmesh plus was used to reinforce the upper portion of the abdominal wall and overlap with the lower mesh. The prosthetic meshes were held in place with transfascial sutures and surgical tacks.¿ ¿ description of hernia being treated: ¿we gained access via veress needle through a 5-mm left anterior axillary line incision just below the costal margin. The abdomen was insufflated to a pressure of 15 mmhg with carbon dioxide. We then inserted a 5-mm dilating trocar and used the 5-mm 30-degree laparoscope to examine the abdomen. There was no evidence of insertion injury. Under direct vision, we placed a 12-mm port and a second 5-mm port in the left anterior axillary line and in the contralateral side placed two 5-mm ports in the right anterior axillary line. A dense sheet of omental adhesions was adherent to the upper midline incision and these were meticulously dissected down to the falciform using the harmonic scalpel to expose multiple hernia defects through the upper midline incision giving a swiss cheese-type defect. After this was completely dissected up to the xiphoid process, we changed our attention to the lower abdomen. There was a modest umbilical hernia as well as a more prominent circular hernia in the middle of the pfannenstiel incision. The rest of the pfannenstiel incisions showed some weakness down to the pubic bone. We elevated the peritoneum of the pelvis and entered the space of retzius to obtain sufficient access to the lower abdominal wall. The pubic tubercles were exposed. We then took a measuring tape and measured the entire visualized defect which seemed to require 45 cm in vertical length and 20 cm laterally to obtain a minimum of 5 cm of fascial coverage beyond the edges of the hernia defects.¿ ¿ implant size and fixation: ¿the largest sheet of mesh available was a gore dualmesh plus which was 34 x 26 cm. We trimmed the lateral edges to a size of 21 cm and placed 0 ethibond transfascial sutures in the appropriate position. Mesh was internalized and transfascial sutures were drawn to the anterior abdominal wall using 4 suture passers. The mesh entered the space of retzius below the pubis cephalad and came within 10 cm of the top of the upper midline defect. Mesh was held in place with surgical tacks circumferentially and additional reinforcing transfascial sutures were placed. We then took an 18 x 20 dualmesh and sized 15 x 15 cm and used it to cover the upper portion of the midline incision and ___ [sic] existing piece of mesh. It was held in place with transfascial sutures and tacks. Also, the upper portion of the mesh lay over the diaphragm was not amenable to tacking or sutures. Hemostasis was ensured and the 12-mm fascial defect was closed with the gore suture passer and 0 vicryl suture. The abdomen was desufflated under direct vision and the ports and instruments were removed. The incisions were closed with subcuticular monocryl suture.¿ revision #1 preoperative complaints: ¿ (B)(6) 2008: indications: [dr. (B)(6).]: ¿the patient is a 38-year-old woman whom I was called to see while she was in the operating room undergoing exploration for an ectopic pregnancy. She was under the care of dr.(B)(6). Dr. (B)(6) called regarding exposure and closure recommendations. The patient had had a prior cesarean section with resultant ventral herniation and gore-tex mesh closure in the past. At this juncture, the patient presented with elevate hgc [human chorionic gonadotropin], abdominal pain and hemorrhage. For this reason, dr. (B)(6) was exploring the patient .¿ revision #1 procedure: exploratory laparotomy, evacuation of hemoperitoneum, and removal of ectopic pregnancy. Suture closure of hernia mesh. Revision #1 date: (B)(6), 2008 ¿ wound classification: ¿clean nontraumatic uninfected¿ ¿ findings: [dr. (B)(6).]: ¿upon incision of the mesh, the pelvis was full of blood with clots. Gore-tex mesh encountered below the fascia, adherent to undersurface of anterior abdominal wall. The uterus was arcuate in shape. The adnexa including the tubes bilaterally were normal in appearance with no evidence of a tubal pregnancy on either side. In the right pelvic sidewall at the edge of the gore-tex mesh there was bleeding tissue that had appearance of an ectopic pregnancy site. The abdomen and pelvis were otherwise normal with no evidence of endometriosis or adhesions.¿ ¿ procedure: ? [Dr. (B)(6)¿a pfannenstiel skin incision through the patient¿s prior cesarean section site. The patient was known to have had placement of a gore tex mesh in the midline from the symphysis to upper abdomen, from a laparoscopic procedure with dr. (B)(6) of general surgery. The pfannenstiel incision was carried down through the layers of subcutaneous tissue to the fascia, which was then scored and entered sharply. The fascia was then dissected off of the underlying rectus muscles, partially exposing blood seeping between the rectus muscles in the midline. Underneath the rectus muscles, the gore-tex mesh was noted. This was picked up and incised sharply in the midline in a vertical fashion, with both dark and bright red blood spilling forth. The pelvis was suctioned to remove blood and clot to expose the pelvic organs. The uterus and adnexa were essentially normal in appearance as described above. The pelvis was still showing evidence of bleeding and further exploration revealed a site of bleeding tissue in the right pelvic sidewall just above the round ligament insertion that appeared to be a site of an embedded ectopic pregnancy. The tissue was dissected off of the wall with sharp dissection including removing some of the underlying adipose tissue in this area. Not all of the products of conception were removed, as the tissue became hemostatic and additional tissue seemed to be underlying the gore tex implant adjacent in the area. After removing the majority of tissue, a layer of surgicel was placed in the bleeding area and pressure held for four minutes. The area was then inspected again and electrocautery used for hemostasis. Once this was appreciated, the pelvis was irrigated several times with normal saline and inspected again for hemostasis. Once this was appreciated, all sponges and instruments were removed and the incision closed. The gore-tex mesh was closed in the midline with number 1 prolene suture incorporating the rectus muscle into the suture line. The fascia was then closed with 0 pds in a running fashion. Because of the patient¿s mesh, general surgery was asked to assist in the case and general surgery minimally invasive fellow, dr. (B)(6), came and assisted with the case.¿ ? [Dr. (B)(6)]: ¿upon entering the operating room, the operating team had already created a pfannenstiel incision. The skin was incised transversely and the fascia was similarly incised. There was a vertical incision through the mesh. I created a further exposure by extending incision the mesh cephalad and caudad. The caudad to incision through the mesh also came down on to healthy fascia. Following this, exposure was adequate enough to identify an ectopic implant at the right inferior border of the mesh. The tissue was exposed for dr. (B)(6) to perform a removal of the tissue. Once hemostasis was assured and she was satisfied with the operation, I was then asked to close the posterior layers. This was accomplished using number 1 prolene, which I utilized to close the posterior fascia as well as the hernia mesh itself . Once this was complete, we closed the rectus muscle using number 0 vicryl. Following this, the remainder of the operation and closure was completed by dr. (B)(6) and her team.¿ ¿ pathology report detailing analysis of contents removed during the (B)(6) 2008 procedure was not provided. Revision #2 preoperative complaints: ¿ (B)(6) 2009: preoperative diagnosis: ¿nonhealing surgical abdominal wound with sinus tract.¿ revision #2 procedure: wound exploration, incision and drainage and debridement. Revision #2 date: (B)(6), 2009 ¿ wound classification: unknown ¿ findings: ¿sinus tract present tracking superficial to the patient¿s full abdominal gore-tex mesh with no evidence of communication between the peritoneal cavity. There was a small pocket of fluid that when entered expressed purulent appearing creamy white discharge that was cultured. The mesh was intact. There was some formation of a sinus tract and fibrotic tissue that was removed. There was healthy granulation tissue present at the end of the procedure.¿ ¿ operative report: ¿exploration was begun by enlarging the 1 cm wide sinus tract with a scalpel to approximately 4 cm in diameter. A probe was placed inside of the sinus tract and the dissection and carried downward until the level of the fascia. The fascia did not appear to be intact at the base of the sinus tract, but there was obvious gore-tex mesh with sutures still intact. Using a lacrimal duct probe along with a finger, we were able to see the tracking in a cephalad direction at which point a small pocket of fluid was released and was creamy white in appearance. A culture was obtained. At this point, we decided to give the patient 2 grams of cefazolin as antibiotic prophylaxis in case this was infectious. The fascia and fibrotic scar tissue superior to this pocket of fluid was then opened and dissected so that there was no longer any sinus tract or cavity separate from our incision. At this point, the walls of the wound were debrided with a bone curet and a scalpel so that we removed the majority of the fibrotic tissues, some of which was likely scar from her pfannenstiel incision. We also removed what appeared to be epithelialized tissue along the sinus tract. The wound was copiously irrigated and the fascia overlying the mesh was then closed with 0 vicryl in a running unlocked fashion. This was approximately 2 cm in length. The wound was irrigated again and then packed with wet 1-inch plain gauze. At the end of the case, the skin incision appeared to be closer to 7 cm. The patient tolerated the procedure well. Sponge, needle, instrument counts were correct x 2. The plan is for the patient to receive packing for 2 days and then obtain a wound vacuum for speeded healing.¿ ¿ pathology for specimens removed during the (B)(6) 2009 procedure was not provided. Explant #1 and #2 preoperative complaints: ¿ (B)(6) 2009: indications: ¿38-year-old woman who had multiple incisional hernias repaired by placement of a large 34 x 20 cm gore dualmesh plus in a laparoscopic fashion. Unfortunately, one year later, she developed a ruptured ectopic pregnancy and required an emergency laparotomy through a pfannenstiel incision, which required opening the gore-tex mesh. This was closed at the conclusion of the procedure; however, the gore-tex mesh became infected and despite multiple attempts to salvage the mesh using antibiotics and by exposing the mesh allowing re-granulation, she continued to drain purulent fluid from the pfannenstiel incision. A CT scan confirmed that the lower portion of the mesh appeared to be contained in subsequent abscess cavity . She was taken to the operating room for an exploration and partial or total removal of the gore-tex mesh with subsequent abdominal wall reconstruction.¿ explant #1 and #2 procedure: removal of infected ptfe mesh and complex abdominal wall closure with component separation and placement of biological prosthetic mesh. [Implant: strattice mesh.] Explant #1 and #2 date: (B)(6), 2009 ¿ wound classification: unknown ¿ findings: ¿a lower midline incision was made and after division of the linea alba, an obviously infected gore-tex mesh was identified. The lower portion of this was contained within an abscess cavity and had soft, easily, however, we could not ensure that the superior portion of the mesh would not also become infected and as such, the entire gore-tex mesh was removed. We then after debriding the infectious capsule, closed the posterior rectus sheath and reinforced the posterior rectus sheath with a sheet of stratus 20 x 20 cm biological prosthesis, cut to make a 35 x 10 cm portion of coverage laterally. The subcutaneous tissue was mobilized off of the anterior rectus sheath out beyond the linea seminal naris. The anterior rectus sheath was closed in the midline after placement of drains in both the rectus sheath and subcutaneous flaps.¿ ¿ procedure: ¿we began with a lower midline incision, dividing the skin and subcutaneous tissues down to the anterior rectus sheath. This was divided and the peritoneum was incised to reveal the gore-tex mesh which was essentially contained in a small abscess cavity in the lower portion of the incision. We excised this obviously infected gore-tex mesh and all the infectious granulation tissue and abscess cavity could be delivered. On CT scan, the upper portion of the large gore-tex mesh sheet appeared to be well-fixated and during this procedure, the upper portion also did seem to be well positioned. However, with the amount of contamination of the lower mesh, we could not with any confidence leave the remaining gore-tex in the abdomen without expecting recurrent mesh infection. As such, we continued to divide the linea alba cephalad almost xiphisternum and removed all of the previous gore-tex mesh which was placed by metal tacks and transfacial sutures. Cultures were made of the abscess cavity and once the mesh was completely removed, a process which was quite tedious and occupied a substantial amount of operating time and we debrided away all other signs of infection from the abdominal cavity, we then began to carefully and painstakingly dissect the posterior rectus sheath off of the rectus muscles. This is relatively straightforward in the upper portion of the abdomen, however, down near the pelvis, this was somewhat complicated and we had to carefully divide and remove the posterior peritoneum and dissect this off out of the previous hernia defects and carefully off the inferior epigastric vessels. There are numerous small holes in the posterior sheath due to the previous hernias. These were repaired and the entire posterior rectus sheath was closed with running 2-0 vicryl suture. We then, using electrocautery, raised the flaps of the skin and subcutaneous tissue off of the external rectus sheath. This was continued laterally, out beyond the linea seminal naris and to give us more laxity in the midline. The umbilicus was left attached to its previous position. The total length of coverage necessary to reinforce the posterior rectus sheath was 34 cm. We selected an allogenic biological mesh, strattice and the portion that would best suit our need would be 20 x 20 cm portion of strattice which was cut down the middle and used to reinforce all 34 cm of the rectus sheath defect. With this in place, we then had certainly enough laxity to close the anterior rectus sheaths in the midline. This was done with 0 pds suture . Prior to complete closure of the anterior rectus sheath, we placed a jackson-pratt suction drain into the right and left rectus sheath and brought out through separate stab incision and two additional jackson-pratt drains were placed under the extensive subcutaneous flaps raised off of the muscle. We then closed the skin incision with surgical staples. The drains were fixed in place with 3-0 nylon suture. The abdominal binder was applied and dressings were applied.¿ ¿ a pathology report detailing analysis of the devices removed during the (B)(6) 2009 procedure was not provided. Conclusion: #1 gore® dualmesh® plus biomaterial ¿ 1dlmcp08/05152139. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05152139. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: please see the attached document for the information ascertained in the medical records submitted on 08/30/19. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, additional surgery. Additional event specific information was not provided.